Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which observed that the microbore winged female luer lock adapter and next gen luer activated device was separated. The parts were assembled, and functional testing was performed with no issues noted. Functional testing was performed including priming, pressure testing, and clear passage testing with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "ends" of an unspecified quantity of one-link non-dehp microbore catheter extension sets were falling off; further described as "loose and missing ends on connector set in original packaging". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.